Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), deep vein thrombosis ('dvt') and anaemia ('become anemic') in an adult female patient who had essure (batch no. 708870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital. Concurrent conditions included body mass index normal, dizzy, headache, weakness, bloating, constipation, pap smear, abdominal pain, sleep loss, taste metallic, unspecified inflammatory disease of uterus, excl cervix, pneumonia, pelvic adhesions, grand multiparity and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) in 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) :uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and cystitis ("bladder infection"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux") and back pain ("low back pain"). In 2012, the patient experienced rash papular ("rashes or skin conditions type: red little bumps on arms"). In 2013, the patient experienced nausea ("nausea") and tooth fracture ("dental problems: teeth were breaking off and rotting"). In 2017, the patient experienced thrombosis ("blood clots") and anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), pelvic pain ("pain /side pain"), hirsutism ("hair growing on my chin and upper lip"), loss of libido ("not in the mood to have sex at all before I even turned 37 years old"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), amnesia ("memory loss"), fatigue ("fatigue"), alopecia ("hair loss") and taste disorder ("taste buds abnormal"), was found to have weight increased ("weight gain") and underwent uterine leiomyoma embolisation ("uterine fibroid embolisation"). The patient was treated with iron infusions, PICC line for dvt and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, deep vein thrombosis, hirsutism, loss of libido, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, rash papular, bladder disorder, urinary tract disorder, migraine, thrombosis, anaemia, nausea, tooth fracture, amnesia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, back pain and uterine leiomyoma embolisation outcome was unknown and the pelvic pain, vulvovaginal mycotic infection, headache, dyspareunia, vision blurred, cystitis and taste disorder was resolving. The reporter considered allergy to metals, alopecia, amnesia, anaemia, back pain, bladder disorder, cystitis, deep vein thrombosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hirsutism, loss of libido, menorrhagia, migraine, nausea, pelvic pain, perforation, rash papular, taste disorder, thrombosis, tooth fracture, urinary tract disorder, urinary tract infection, uterine leiomyoma embolisation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: insertion details, specify- essure tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Pathology test - on (B)(6) 2017: surgical pathology report: final diagnosis: a. Right essure sterilization device (gross evaluation only). B. Left essure sterilization device (gross evaluation only). Clinical information: pelvic pain gross description: "a, right essure, taylor." Previously removed from right fallopian tube are two (2) portions of two (2) metallic coiled devices measuring 5.0 cm in length and ranging in diameter from less than 0.1 to 0.1 cm. The second fragment measures 4.0 x less than 0.1 cm. Gross only. "B, left essure, taylor." The specimen consists of two (2) metallic sterilization devices. The first is coiled and measures 2.7 x 0.2 cm. The second is predominantly straight and flattened measuring 4.5 cm in length x less than 1 mm in diameter. "8," gross only. Note: gross photos are taken. The specimen will be retained for legal purposes. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Lot number was added. Added event hair growing on my chin and upper lip. Not in the mood to have sex at all before I even turned 37 years old, abnormal bleeding (vaginal, menorrhagia), uti, yeast infection, apareunia (inability to have sexual intercourse), red little bumps, bladder or urinary problems or changes, migraines, headaches, blood clots, anemia, dvt, nausea, teeth were breaking off and rotting, memory loss, nickel allergy, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),low back pain, vaginal discharge, blurry vision, fatigue, weight gain, acid reflux, hair loss, bladder infection, vaginal infection, taste buds, uterine fibroid embolization. Event onset date was added. Updated outcome of events. Concomitant conditions, concomitant drug, lab data was added. On (B)(6) 2019: new mr received- concomitant conditions were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), deep vein thrombosis ('dvt') and anaemia ('become anemic') in an adult female patient who had essure (batch no. 708870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding genital. Concurrent conditions included body mass index normal, dizzy, headache, weakness, bloating, constipation, pap smear abnormal, abdominal pain, sleep loss, taste metallic, cervix inflammation, pneumonia, pelvic adhesions, grand multiparity and ovarian cyst. Concomitant products included medroxyprogesterone acetate (depo provera) in 2010. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) :uti"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and cystitis ("bladder infection"). In 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("acid reflux") and back pain ("low back pain"). In 2012, the patient experienced rash papular ("rashes or skin conditions type: red little bumps on arms"). In 2013, the patient experienced nausea ("nausea") and tooth fracture ("dental problems: teeth were breaking off and rotting"). In 2017, the patient experienced thrombosis ("blood clots") and anaemia (seriousness criterion medically significant). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), deep vein thrombosis (seriousness criterion medically significant), pelvic pain ("pain /side pain"), hirsutism ("hair growing on my chin and upper lip"), loss of libido ("not in the mood to have sex at all before I even turned 37 years old"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), amnesia ("memory loss"), fatigue ("fatigue"), alopecia ("hair loss") and taste disorder ("taste buds abnormal"), was found to have weight increased ("weight gain") and underwent uterine leiomyoma embolisation ("uterine fibroid embolisation"). The patient was treated with iron infusions, PICC line for dvt and surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2017. At the time of the report, the perforation, deep vein thrombosis, hirsutism, loss of libido, vaginal haemorrhage, menorrhagia, urinary tract infection, female sexual dysfunction, rash papular, bladder disorder, urinary tract disorder, migraine, thrombosis, anaemia, nausea, tooth fracture, amnesia, vaginal discharge, fatigue, weight increased, gastrooesophageal reflux disease, alopecia, back pain and uterine leiomyoma embolisation outcome was unknown and the pelvic pain, vulvovaginal mycotic infection, headache, dyspareunia, vision blurred, cystitis and taste disorder was resolving. The reporter considered allergy to metals, alopecia, amnesia, anaemia, back pain, bladder disorder, cystitis, deep vein thrombosis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, headache, hirsutism, loss of libido, menorrhagia, migraine, nausea, pelvic pain, perforation, rash papular, taste disorder, thrombosis, tooth fracture, urinary tract disorder, urinary tract infection, uterine leiomyoma embolisation, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: insertion details, specify- essure tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion.. Pathology test - on (B)(6) 2017: surgical pathology report: final diagnosis: a. Right essure sterilization device (gross evaluation only). B. Left essure sterilization device (gross evaluation only). Clinical information: pelvic pain gross description: "a, right essure, taylor." Previously removed from right fallopian tube are two (2) portions of two (2) metallic coiled devices measuring 5.0 cm in length and ranging in diameter from less than 0.1 to 0.1 cm. The second fragment measures 4.0 x less than 0.1 cm. Gross only. "B, left essure, taylor." The specimen consists of two (2) metallic sterilization devices. The first is coiled and measures 2.7 x 0.2 cm. The second is predominantly straight and flattened measuring 4.5 cm in length x less than 1 mm in diameter. "8," gross only. Note: gross photos are taken. The specimen will be retained for legal purposes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.